Event description:
Caller reported an issue with the pixel display on the pump, which affected their ability to interact with the device and read the screen. There was no adverse impact to the caller's blood glucose level. The customer reverted to manual injections for insulin therapy.